Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 bearings fell out. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4 bearings fell out. A field service engineer (fse) removed the drawer from the cabinet, replaced the defective universal slide with a new one, reinstalled the drawer, and powered up the station. The system functioned as intended after field service engineer repaired the device.